Event description:
It was reported that lead integrity alert (lia) was triggered on the remote transmission due to elevated short interval counts (sic). It was noted the right ventricular (rv) lead was broken. The rv lead was explanted and replaced. It was also reported the atrial lead was extracted too because it was released during the extraction of the rv lead. No patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk.